Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient thought their device was not working. Later during the call, it was stated that the patient was not sure if the device was working. It was noted that the patient did not feel the stimulation at all. No further complications were noted or anticipated.